Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding / clotting") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), neuropathy peripheral ("neuropathy"), pain ("pain"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with hysterectomy - surgery to remove essure on (B)(6) 2014). Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, neuropathy peripheral, pain, back pain and alopecia outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, neuropathy peripheral, pain, back pain and alopecia to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation) and heavy bleeding/clotting (seen as genital bleeding). These both reported events are anticipated in the reference safety information for essure. Coils were removed approximately 4 years and 5 month after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in an adult female patient who had essure (batch no. 715481-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included squamous cell carcinoma, cannula placement, ovarian cystectomy, vulvar erosion, menorrhagia, dysplasia and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / clotting"), neuropathy peripheral ("neuropathy"), pain ("pain"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with surgery (total abdominal hysterectomy: right salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, neuropathy peripheral, pain, back pain and alopecia outcome was unknown. The reporter considered alopecia, back pain, genital haemorrhage, neuropathy peripheral, pain and uterine perforation to be related to essure. The reporter commented: the left where it was deployed correctly and coil count was 4 on that side. The right side was seen and also cannulated correctly and coil count was 4 on that side the lot number reported (715481) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in a female patient who had essure (batch no. 715481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included squamous cell carcinoma, cannula placement, ovarian cystectomy, vulvar erosion, menorrhagia, dysplasia and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / clotting"), neuropathy peripheral ("neuropathy"), pain ("pain"), back pain ("back pain") and alopecia ("hair loss"). The patient was treated with surgery (total abdominal hysterectomy: right salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, neuropathy peripheral, pain, back pain and alopecia outcome was unknown. The reporter considered alopecia, back pain, genital haemorrhage, neuropathy peripheral, pain and uterine perforation to be related to essure. The reporter commented: the left where it was deployed correctly and coil count was 4 on that side. The right side was seen and also cannulated correctly and coil count was 4 on that side. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received lot number was added. Reporter information, rcc and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causlaity comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation) and heavy bleeding/clotting (seen as genital bleeding). These both reported events are anticipated in the reference safety information for essure. Coils were removed approximately 4 years and 5 month after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.